Event description:
A male with a previous history of serious pulmonary disease and hyperpiesia (on medication), underwent aaa repair in 2007. The patient's anatomical form was considered suitable for endovascular repair. The procedure was conducted as labeled and the procedure was successfully completed with no adverse event. Two weeks later, no adverse event was confirmed at time of hospital discharge. Approx five months later and in 2008, no adverse event was confirmed on these follow-ups. Approx five months later, the patient visited the hospital since intermittent lameness of the right lower extremity had developed. Six days later, femoral-femoral bypass surgery was performed and the patient recovered. Patient has recovered.

Manufacturer narrative:
The development of the zenith device successfully completed all verification and validation activities showing the device meets the design requirements and that the design requirements meet the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings, precautions, and the correct deployment procedure. The device remains implanted and no images were provided to assist in this investigation. At this time, we are unable to determine the root cause of the graft occlusion. However, we have notified the appropriate individuals and we will continue to monitor for similar events.